Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer investigation conclusion: a correlation between the device and the reported bleeding cannot be conclusively determined. The patient presented to the emergency department due to bleeding from a blood draw puncture wound on their right arm. A pressure dressing was applied, and the issue resolved on (B)(6) 2019. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding anticoagulation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year 7 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient was presented to the emergency department (ed) due to bleeding from puncture wound on the right arm during a blood draw. The patient was treated with applied pressure dressing.